Event description:
It was reported, "intermittent cine disk not found error message on bootup." This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.